Manufacturer narrative:
(B)(4). Report source (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient is experiencing the liner moving during hard physical activity. The surgeon thinks the liner replaced itself. No revision surgery or medical intervention has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of provided photographs identified the ceramic liner was not completely seated in the shell indicating possible disassociation. The products were covered in bio-debris. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the maxera cup outer spherical surface has embedded bio debris, nicks, and scratches. Ceramic liner was returned partially seated off axis in cup. Ceramic liner was unable to be pulled out of the cup by hand. The ceramic liner shows bio debris, nicks, and scratches to spherical surface. The root cause remains unchanged from previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a hip revision approximately 7 years post implantation due to disassociation of the liner. Attempts have been made and no additional information is available at this time.